Event description:
It was reported that telemetry with the device failed due to electromagnetic interference. The pump was reinterrogated and everything was programmed correctly. It was reported later in the day that in the middle of updating the pump the stop therapy button was accidently pushed and the programming head moved around which caused the pump to go into stopped pump mode. The programming errors were resolved by reprogramming/updating the pump and the patient was doing well. The device system was used to deliver fentanyl, clonidine, bupivacaine, and baclofen. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown. Product type: programmer, physician: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).